Event description:
It was reported that bd insyte autog bc needle was slow to retract and leaked. The following information was provided by the initial reporter: the insyte autoguard is retracting slowly and allowing blood to gush. Customer has samples to return if needed. No patient harm. It was the date I reported the event. May 30, 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.